Manufacturer narrative:
Additional information was requested and provided. The event product was not returned to applied medical for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical continuously seeks to improve the form, function and ease of use of its products. As such, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional info received via email on october 12, 2016 - the trocar cracked 2/3 of the way down the shaft. The location of the camera port being used was at the umbilicus. The trocar was inserted directly entry bladed.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic hysterectomy - "when doctor went to insert the trocar, it bent at the shaft and slightly cracked. It was still intact and no particulation occurred. They were not able to put camera down and used new trocar. Pictures are attached."